Manufacturer narrative:
It was reported that the alarm for low leak co2 rebreathing risk had occurred. It was also stated that the patient circuit and test circuit have proper exhalation and the exhalation port at bottom of unit was clear. The remote service engineer (rse) advised the customer that either the flow sensor assembly or the gas delivery system (gds) would need to be replaced to resolve the reported issue. The rse provided the part number for the flow sensor assembly and gds. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the alarm for low leak co2 rebreathing risk had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the alarm for low leak co2 rebreathing risk had occurred. It was also stated that the patient circuit and test circuit have proper exhalation and the exhalation port at bottom of unit was clear. The remote service engineer (rse) advised the customer that either the flow sensor assembly or the gas delivery system (gds) would need to be replaced to resolve the reported issue. The rse provided the part number for the flow sensor assembly and gds. The investigation is ongoing.